Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins quit working. The patient is not getting stimulation, and not getting any pain relief. The patient had an x-ray a couple of days ago and wanted to know if it could have affected the implant. The patient increased stimulation to 6.5v and still felt nothing. The programmer showed that stimulation was on. The patient said they were in excruciating pain. The patient said they were implanted for pain in his left leg and hip, but now he has a new pain in his right leg and hip. The pain started about a month ago. The patient¿s wife stated that he unloads cabinets that are 45-55 pounds on a regular basis. No further complications were reported.